Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings display on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and signal loss over one hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.